Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then reloaded the device's software which resolved the reported issue and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently fail to power on, or when it did power on, it would have white display. A white display is indicative of a device lock-up. There was no patient use associated with the reported event.